Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer managed the elevated blood glucose by administering a correction injection via multiple daily injections without requiring third-party assistance. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to report any further issues.